Event description:
Per the clinic, the patient experienced an intermittent puffiness at the coil site due to head impact. Subsequently, the patient was prescribed with antibiotics (specific type, date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was explanted on (B)(6) 2025 due to an infection (site not confirmed). It is unknown if there are plans to reimplant the patient with another device as of this date of report.